Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that lead migration issue was confirmed via x-ray wherein the lead migrated out of the epidural space. Patient does heavy lifting working. Programming changes were attempted however it was unsuccessful. The lead was explanted, and a new lead was implanted. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.